Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated her blood glucose was low at 47 mg/dl and sensor was reading in the 100 mg/dl range. At the time of the call, her blood glucose was 214 mg/dl, but the sensor glucose showed 358 mg/dl. The customer removed the sensor and found it was bent. The customer declined troubleshooting for low blood glucose.